Manufacturer narrative:
During a clinical study review: subject reported difficulty with dorsiflexion of the left foot of (B)(6) 2013. Dr. (B)(6) reported this event as moderate severity, possibly related to the procedure but not the study device. Subject underwent a neurology consult with emg and ncv, where the examination demonstrated deficits referable to the left peroneal nerve. Dr. (B)(6) reported the event as resolved upon reviewing the subject's in office neurological visit report dated on (B)(6) 2013. Device not returned.

Event description:
Patient had difficulty with dorsifelxion of the left foot possibly related to the procedure but not related to the study device subject was a (B)(6) female engineer who was on the u.s. Track and field team participating as a javelin thrower. She had progressive anterior knee pain which had prevented competition. She had not responded to an extensive therapy program. MRI demonstrated progressive chondrosis. In light of her persistence of pain with progression of chondrosis, she understood the rationale for assessing it arthroscopically. She understood that if there was a large lesion, she would probably not have improvement and therefore she requested carticel biopsy for future carticel implantation, if she met criteria. She understood the rationale for treatment of stress fracture of the patella with subchondroplasty. With a primary diagnosis of chronic left knee patellofemoral pain with MRI evidence of progressive patellar chondrosis and a patellar stress fracture reaction per bone scan, she underwent a diagnostic arthroscopy with stabilization chondroplasty which included carticel biopsy and closed treatment of the patellar stress fracture reaction on (B)(6) 2013, without incident. On (B)(6) 2013 the subject reached out to dr. (B)(6) program coordinator stating she was having some trouble with dorsi flexion on her left leg. Subject stated she could not get the muscle ¿to fire in order to get (her) toes pulled towards¿ her and had a foot drop when walking. Prior to this the subject reported she had been doing well and didn¿t notice any issues until three weeks prior to her correspondence. She had three 80+ hour sedentary work weeks and wasn¿t walking or biking much, but by the end of those weeks she noticed she had lost the ability to walk with a controlled heel to toe motion. Dr. (B)(6) program assistant set up a neuro consult with emg and ncv, where the examination demonstrated deficits referable to the left peroneal nerve. Dr. (B)(6) reported the event as resolved upon reviewing the subject's in office neurological visit report dated on (B)(6) 2013.